Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues. Fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set was occluded. The following information was received by the initial reporter with the following: it was reported by customer that IV oxaliplatin infusing via chest port. IV pump alarming "occluded". IV line flushed and confirmed blood return on chest port, pump still beeping "occluded". Phaseals replaced on IV line, pump still beeping "occluded". Switched out two IV modules and hung new d5 carrier line, which seems to have resolved issue with occlusion.